Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer from mexico reported that within 10 minutes, he obtained blood glucose reading of 195 mg/dl with the contour ts meter and 92 mg/dl with the laboratory testing. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house testing was performed using blood sample with the in-house contour ts meter and in-house contour ts test strips from lot # 1cm3f03a, which gave a satisfactory performance.